Manufacturer narrative:
(B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number was not reported. There was no reported device malfunction.

Event description:
On (B)(6) 2018, a (B)(6) female patient underwent a mvr/ablation/laam. The surgeon used the cobra fusion 150 and completed all the ablations as anticipated. A 35mm achv atriclip was placed at the base of the left atrial appendage. The mitral valve was then repaired via a transeptal access. When the patient came off pump she had some transient inferior wall hypokinesis as well as inferior st changes. Both of these completely resolved before leaving the or. ECG right after surgery was deemed totally normal. On (B)(6) 2018, it was found that the patient had an elevated st segment on the ECG. She was found to have two injuries to her circumflex artery; one at the base of the laa as well as another near the pda. Patient was rushed to cath lab and five stents were placed. The interventional cardiologist was able to pass the wire and place the stents without obstruction. It was noted that the patient has a hyper dominant circumflex artery. Based on imaging, it looked as if there was a significant bend or abnormality in the circumflex where the fusion device was most likely placed. Patient is recovering.